Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported that during lithotripsy procedure, when the device was unpacked, the stent was found to be fractured. It was noted that the stent was broken into two parts. The procedure was completed with another same stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that during lithotripsy procedure, when the device was unpacked, the stent was found to be fractured. It was noted that the stent was broken into two parts. The procedure was completed with another same stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h11: the returned polaris ultra ureteral stent was analyzed, and upon magnification it was observed that the shaft was detached. Additionally, the suture was not returned. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.